Manufacturer narrative:
(B)(4). As catalog # is unknown it could be either k061815, k073374, k090140, k112119 k121057 or k121629. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "a cook celect filter was implanted on (B)(6) 2013 at (B)(6) center in (B)(6)". Additional information received on (B)(6) 2016: a CT of the abdomen and pelvis with contrast was taken on (B)(6) 2013, the impression was thickening of the mild bowel loops in the left mid-lower abdomen without evidence of small bowel obstruction. This may be related to under-distention, however enteritis is in the different diagnosis. Further evaluation with small bowel series/small bowel follow-through is recommended. Few bullous changes at the lung bases, mild discoid atelectasis versus scarring, right lung base and in the lingula, subcentimeter low-attenuation right lower pole renal lesion, too small to fully characterize is also noted. The CT also showed no evidence of pulmonary embolism and bullous changes in the upper lobes without acute findings. A x-ray was taken due to low back pain. The x-ray showed hypertrophic changes involving the left interior sacroiliac join, especially l5 bilaterally left more than right side. No fracture was detected. Ap and lateral views of the lumbar spine showed the filter to be tilted adjacent to l2 vertebral body on the right side of unknown age. Facet degeneration at l4-5 level on the left side with sacralization of l5 bilaterally and rudimentary ribs at t12 bilaterally. Grade 1 retrolisthesis of l4 on l5 with mild spondylosis at that level is unchanged since previous examination of (B)(6) 2010. Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but referred to as cook celect filter. (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "a cook celect filter was implanted on (B)(6) 2013 at (B)(6)". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog number unknown as information was not provided but referred to as cook celect filter as catalog number is unknown it could be either k061815, k073374, k090140, k112119, k121057 or k121629. Summary of investigational findings: since no device or imaging studies have been available and only limited medical records have been made available the exact root cause for what caused filter tilt is unknown. In the limited medical records it is stated that the filter was deployed in an excellent position on (B)(6) 2013, and that it was found tilted after (B)(6) 2013. However, the degree of tilt is unknown and there is no evidence in the provided information to suggest that the tilted filter has caused any adverse event. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Lot and rpn are unknown. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "a cook celect filter was implanted on (B)(6) 2013 at (B)(6) in (B)(6)." Additional information received on 18feb2016: a CT of the abdomen and pelvis with contrast was taken on (B)(6) 2013, the impression was thickening of the mild bowel loops in the left mid-lower abdomen without evidence of small bowel obstruction. This may be related to under-distention, however enteritis is in the different diagnosis. Further evaluation with small bowel series/small bowel follow-through is recommended. Few bullous changes at the lung bases, mild discoid atelectasis versus scarring, right lung base and in the lingula, subcentimeter low-attenuation right lower pole renal lesion, too small to fully characterize is also noted. The CT also showed no evidence of pulmonary embolism and bullous changes in the upper lobes without acute findings. A x-ray was taken due to low back pain. The x-ray showed hypertrophic changes involving the left interior sacroiliac join, especially l5 bilaterally left more than right side. No fracture was detected. Ap and lateral views of the lumbar spine showed the filter to be tilted adjacent to l2 vertebral body on the right side of unknown age. Facet degeneration at l4-5 level on the left side with sacralization of l5 bilaterally and rudimentary ribs at t12 bilaterally. Grade 1 retrolisthesis of l4 on l5 with mild spondylosis at that level is unchanged since previous examination of (B)(6) 2010. Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
Exemption number (B)(4). William cook europe aps (manufacturer) is submitting this report on behalf of (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 11/14/2015 as follows: the plaintiff allegedly received the filter implant on (B)(6) 2013 due to recurrent pe while anticoagulated. The plaintiff alleges device tilt.

Manufacturer narrative:
(B)(4). Investigation was reopened due to additional information provided. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date via operative note stating "device tilt". Cook will reopen its investigation after further information is received and will supplement in accordance with 21 c.f.r.803.56 when appropriate. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.